Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and headaches. It was reported that the hcp saw in the patient's medical records that they had a revision and reinsertion of the ins on (B)(6) 2017. The cause of the revision was unknown. No further complications were reported.